Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported setscrew anomaly was verified in the laboratory. The septa appeared damaged. With a torque driver, the setscrews were tightened normally. Full evaluation of the device functionality was performed and the device passed all tests successfully. All measured data was within product specification.

Event description:
It was reported that during a lead revision, the ICD was removed due to a set screw anomaly.